Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening the echo bi-metric hip stem implant box, it was discovered that the plastic packaging containing the implant was damaged and had a crack in the plastic. The implant was then considered unsterile. The surgeon trailed with a high offset stem and decided to implant stem. The case went well after that. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event has been confirmed. Visual evaluation of the returned product identified damage to the sterile packaging (inner and outer blister). Sterility has been compromised. Visual evaluation of the returned product identified damage to the outer packaging (carton). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.